Event description:
It was reported that nexiva 22 ga x 1 in single port leaked. The following information was provided by the initial reporter: this is a report about blood leakage with nexiva. According to the customer's report, during catheter placement, blood leaked from the plastic component at the tip of the extension tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/29/2021. H.6. Investigation: our quality engineer team received one used physical sample and four picture samples for evaluation. Through inspection of the samples, the single port luer component was observed damaged. A deformity was identified on one side of the luer and a large rectangular damage extending through the wall of the luer was observed on the opposite side. The detected damage may have occurred within the manufacturing facility due to a production station crash. If a fault occurs during production, the operator will attend to the affected station and remove any affected parts from the assembly line. The operator most likely did not remove the product when restarting the station, resulting in damaged product being packaged and delivered. Operators perform testing for leakage per the sample plan in place. Maintenance of the manufacturing line and the equipment used is also part of the quality plan. As a lot number was unknown for this incident, a review of the production history records could not be completed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 22 ga x 1 in single port leaked. The following information was provided by the initial reporter: this is a report about blood leakage with nexiva. According to the customer's report, during catheter placement, blood leaked from the plastic component at the tip of the extension tubing.